Event description:
The facility's registered nurse reported a flogard pump that kept alarming "air in line" during patient treatment although there was no air in line. The alarm occurred three times resulting in an interruption of patient therapy. The nurse stated the patient is an (B)(6) female who was being treated for colorectal cancer. The complaint device was used several hours prior to incident for a different treatment on the same patient without incident. During infusion of fluorouracil (dosage 600 mg per 250cc normal saline to be infused over a four hour period), four hours after device was started, device started to alarm "air in line". Nurse checked device and IV lines and did not note any air, so attempted to restart infusion. Air in line alarmed three times and after third event, the nurse discontinued the infusion on the device and continued the infusion using a different device. The patient did not suffer any adverse symptoms and the therapy was continued without incident. The patient is current doing well. The device was taken out of service and returned to baxter for evaluation.

Manufacturer narrative:
(B)(4). The complaint device was received by baxter service and was evaluated by a baxter technician. The device underwent visual and functional testing. The complaint condition of "beeping air when there is no air in the line (tubing)" was not confirmed and could not be reproduced. No further action or repairs were made concerning the reported condition. The device was tested and returned to the customer.